Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a dark rubbery material which was clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: the nozzle of the insufflation channel is clogged with a dark rubbery material. Customer sent scope without finishing reprocessing. Air/water flow issues, c cover (plastic distal end cover) damaged, connecting tube damaged, suction cylinder scratched, s cover (scope cover) seal separated, s body (scope body) seal separated, metal braids in the universal cord damaged (abnormal noise during handling). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a dark rubbery material - however, the foreign material in the insufflation channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. It was concluded that the most likely cause of the suggested phenomenon was insufficient reprocessing prior to sending the device to the legal manufacturer. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.